Event description:
It was reported that the 9900 system had a channel 15 error code at boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.